Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a button error alarm. The customer's father reported that the high blood glucose was due to snacks. The customer's blood glucose was 566 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injections. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.